Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they went into a diabetic coma due to low blood glucose around (B)(6) 2017, with blood glucose of 18mg/dl at the time of the incident. The customer went to sleep and woke up in the hospital. The customer was given glucagon to treat. The customer experienced symptoms such as diabetic coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer's daughter passed away and her eating patterns were not normal and she wasn't eating. Customer has had other unreported low blood glucose levels. Customer has hypo unawareness and neuropathy. The insulin pump will not be returned for analysis.